Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint was confirmed. The sample evaluation did not identify a root cause. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2011, leakage was found from the tubing of a transfer set. This seemed to occur due to a misspike with the clean flash. An alarm occurred while the sets were being connected to the twin bags. Then the patient opened the lid of the clean flash and found that the spikes of the sets remained at the same position as the operation started. Finally the patient connected the transfer sets to the twin bags. And leakage was found from the tubing during draining. There was no patient injury or medical intervention.